Event description:
This is being filed to report an adverse event without identified device or use problem. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4+ functional mitral regurgitation (mr). The steerable guide catheter (sgc) was inserted and the mitraclip delivery system was advanced to the mitral valve. The ntw clip was placed in a2/p2 center. However, mr worsened. The ntw clip was repositioned but mr still worsened. The ntw clip was not implanted and was removed. An nt clip was implanted in a2-p2 center, this time reducing mr to 2. There were no adverse patient effects and there was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available the cause of reported mitral regurgitation (mr) could not be determined. The reported mr as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.